Event description:
On (B)(6) 2011, pt reported he was having issues with the down arrow button on his infusion device. Pt stated he realized the issue when he attempted to bolus. Pt reported he experienced the issue for the first time sometime last week. Pt stated the button does pop back out after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Pt declined a replacement infusion device; has a new one on the way. Requested return of the alleged infusion device for evaluation.